Event description:
It was reported that patient's implantable cardiac monitor (icm) was not able to process reports due to poor bluetooth low energy (ble) telemetry. No intervention was performed. There were no patient consequences.